Manufacturer narrative:
The investigation determined that lower than expected vitros ipth results were obtained from a single patient sample when tested on two different vitros 5600 integrated systems using vitros immunodiagnostic products intact pth reagent lot 1070. A definitive cause of the event was not established. A vitros ipth lot 1070 issue cannot be ruled out as a contributor to the event as the patient sample result was deemed acceptable by the customer when tested using vitros ipth lot 1060 but unacceptable when tested using vitros ipth lot 1070. As the customer started to use vitros ipth lot 1070 around the time of the event, no historical quality control results prior to the event could be evaluated to verify reagent performance. However, quality control results around the time of the event and following the event indicate acceptable performance of vitros ipth lot 1070. Additionally, ongoing tracking and trending of complaint data has not identified any signals to suggest there is a systemic quality issue with vitros ipth reagent lot 1070. There is no evidence to suggest an instrument issue contributed to the event. Precision testing on analyzer 2 was acceptable, however, no precision testing was conducted on analyzer 1 when requested. Therefore, an instrument issue cannot be completely ruled out as a contributor to the event. The vitros ipth reagent assay is susceptible to fragmentation and the time between testing events can affect the degree of fragmentation. However, a patient sample handling issue, in relation to a potential time delay between testing events is not a likely contributor to the event as a review of e-connectivity indicated that the patient sample was tested with a minimum delay between all testing events.

Event description:
A customer reported discordant, lower than expected vitros intact pth (ipth) results obtained from a single patient sample when tested using vitros immunodiagnostic products intact pth reagent lot 1070 on two different vitros 5600 integrated systems. The results were discordant compared to vitros ipth results obtained from the same patient sample tested using vitros ipth lot 1060. Patient sample vitros ipth lot 1070 results of 418.39 pg/ml (analyzer 1) and 418.21 pg/ml (analyzer 2) versus the vitros ipth lot 1060 result of 600.69 pg/ml (analyzer 1). Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected. The lower than expected vitros ipth results were not reported from the laboratory and ortho has not been made aware of any allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. (B)(4).